Event description:
The following report was received from the clinical registry: approximately 30 days post index procedure the patient expired. The cause of death was cardiac, and the cardiac cause of death was cardiogenic shock. The event was reported with an unknown relationship to the index device.

Manufacturer narrative:
As reported in the clinical registry database, the primary indication for the emergent index procedure was an acute myocardial infarction without shock. The target lesion was at the posterolateral segmental artery (plsa). The lesion is de novo and classified as native. The lesion was not occluded; bifurcation was not present; calcification was classified as little to none. The reference vessel diameter was 2.5 mm. The lesion length was 8 mm. The pre-procedure diameter stenosis was 90 percent. The pre-procedural timi flow was grade iii. Pre-dilation stenting technique was used. Stent overlap was not present. A 3.0x18mm cypher des was deployed; inflation pressure and time are unk angiographic success was achieved for this patient. Post-procedure diameter stenosis was zero percent. Post-procedure timi flow was grade iii. No procedural complications or device malfunctions were noted. The patient was discharged forty eight hours post index procedure on the following medications: aspirin, beta blocker, statins, and plavix. Any additional info will be submitted within 30 days of receipt.